Event description:
During a colonoscopy, the physician used a polypectomy snare with a wilson-cook universal active cord. When cautery was applied, the user observed sparks between the snare handle and the universal active cord. Static and interference were observed on the monitor display. The medical staff immediately stopped electrosurgical current and removed the active cord. No pt or operator injury was reported.